Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they were unsatisfied with the insulin pumps he has had and wanted to speak with a supervisor. The super visor came on the line but the customer's phone call was dropped because the customer was on the other line with their doctor. No further information was provided.